Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. In addition, analysis of the returned proglide device found the posterior foot was separated and not returned. The reported difficulty removing the device and foot retraction problem were confirmed based on the returned device condition. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. The subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of tissue damage is a known inherent risk of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted using a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi). Reportedly, the lever of the proglide device was deployed at a 45 degree angle to open the foot inside the artery. With the lever up, the device was gently retracted at a 45 degree angle until marking had stopped indicating the foot was in position against the anterior arterial wall. While maintaining a 45 degree angle and stabilizing the device with the left hand by holding the proximal guide, the plunger was fully depressed until the collar was touching the body of the device. The plunger was removed from the device and a cuff miss had occurred. The device was relaxed for changing to a new proglide device and when attempting to close the lever, the lever could not be closed. The proglide device was smoothly advanced a little bit and the lever was able to be closed; however, the foot could not be parked. The proglide device was carefully removed and changed for the next proglide device. The vessel was not injured but the hole was a little bit larger. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi was performed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.